Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 32 mg/dl. The customer was treated with carbohydrates. The customer she had lows since she started but states that they will be going over pump programming this week with trainers. The insulin pump will not be returned for analysis.